Event description:
It was reported that the threshold on the atrial lead increased and was high shortly after placement. The impedance also changed. The physician thinks that the physiological changes due to patient's valve surgery contributed to the increased threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and segments and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.